Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, unstable speed occurred. The speed on the rotablator rotational atherectomy system was unstable during test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).